Event description:
Primary rn placed woc rn(wound, ostomy, and continence nurse)consult for vac failure. Patient arrived from operating room with wound vac in place. Black foam not compressed, wound vac attached to dressing and machine functioning at 125mmhg, continuous suction settings. Wound vac not alarming and alarm history review showed no alarm history. Nwpt(negative pressure wound therapy) machine turned off and back on. Once machine turned back on was not able to get vac to compress foam, but vac was not alarming and was functioning otherwise normally. Track pad switched out and black foam immediately began to compress. Seal obtained at settings at 125mmhg, continuous, monitored dressing for another 10 minutes and there were no alarms, vac seal remained stable and foam remained compressed. Md notified that vac may have not been functioning for >2 hours. Vac is over stsg(split-thickness skin graft), so md wanted dressing left in place and not changed. Primary rn obtained new ulta pump from cs(central service) and switched out the machine.